Event description:
Surgeon complained that broach handle could not grab or hold sufficiently the exeter broach, he could not control rotation of broach during femoral canal preparation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. If additional information becomes available, then it will be submitted in a supplemental report.